Manufacturer narrative:
The device was returned and evaluated by manufacturer. Inspection of the device found that the coil was kinked and stretched at the handshake connection. Inspection of the device did not identify any damages or defects. As the rotawire used in the procedure was not returned, a test rotawire was used for analysis. During analysis, the test rotawire was able to be fully inserted and removed from the advancer with no issues or resistance and there were no additional signs of irregularity or foreign material detected. When the wire was inserted through the burr catheter from both the proximal and distal end, the wire was met with resistance due to the coil damage present. This damage prevented wire advancement. No foreign material was detected to any parts of the returned device.

Event description:
It was reported that a foreign body was present on the device. The target lesion was located in the left anterior descending artery (lad). A 2.00mm rotapro was selected for use. During the procedure, when testing the advancer, from the end of the advancer, the rotawire entered the advancer to 3cm, and the push was not very smooth at first. Once it reaches 14cm, it can no longer be pushed. The doctor suspected that there was a foreign body in the tube. The procedure was completed with another of the same device. There were no patient complications reported post procedure. The device was returned and evaluated by manufacturer. Visual inspection of the device found that the coil was kinked and stretched at the handshake connection. Microscopic inspection of the device did not identify any damages or defects. As the rotawire used in the procedure was not returned, a test rotawire was used for analysis. During analysis, the test rotawire was able to be fully inserted and removed from the advancer with no issues or resistance and there were no additional signs of irregularity or foreign material detected. When the wire was inserted through the burr catheter from both the proximal and distal end, the wire was met with resistance due to the coil damage present. This damage prevented wire advancement. No foreign material was detected to any parts of the returned device.

Event description:
It was reported that a foreign body was present on the device. The target lesion was located in the left anterior descending artery (lad). A 2.00mm rotapro was selected for use. During the procedure, when testing the advancer, from the end of the advancer, the rotawire entered the advancer to 3cm, and the push was not very smooth at first. Once it reaches 14cm, it can no longer be pushed. The doctor suspected that there was a foreign body in the tube. The procedure was completed with another of the same device. There were no patient complications reported post procedure.